Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan (mqp). This review was extended to subassembly with lot number 0301071023. This review revealed that the subassemblies met all requirements per the applicable mqp as well, including burst test values. This product has been returned for evaluation and testing, however, the failure analysis report is not yet completed. Additional info will be sent within 30 days upon receipt.

Event description:
Report received indicated that catheter shaft leaked during balloon inflation. The percutaneous transluminal angioplasty (pta) catheter appeared normal during inspection and was prepped according to instruction for use (IFU) without any anomalies noted. A stent was mounted over the balloon and device was inserted into the pt. There was no tracking difficulty during advancement of the system. The target lesion was the left subclavian artery, which was approached from right femoral artery. There was moderate calcification, mild vessel tortuosity and 90% stenosis present. After the system was in position for stent deployment and during balloon inflation, the shaft was noticed to leak (unk location). Therefore, the system was retrieved and the stent was re-mounted on competitor's balloon (sailor, getz bros) to successfully complete the procedure. There was no adverse consequence to the pt.